Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed and was determined to be use-related. One 4.5 fr microintroducer was returned for evaluation. An initial visual observation revealed use residue on the sample, and the sheath tip was observed to be damaged. A microscopic observation revealed buckling and plastic deformation at the tip of the sheath. The observed damage can occur due to a steep insertion angle, inadequate skin nick, and/or forceful insertion against resistance. The product IFU states, "advance the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator." This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the nurse was inserting a PICC and the introducer went through the skin on a pediatric patient but got hung up on the 1 cm into the tissue. The nurse had to get a microez insertion kit again.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.